Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia treated with manual injection/insulin pen. The customer reported blood glucose value of 312 mg/dl. The event involved product(s) mmt-1781k. Troubleshooting was performed for the high blood glucose and under delivery, cosmetic damage and the customer was instructed that the pump will be replaced and also troubleshooting was performed for insulin flow blocked alarm, its a past event and the event was resolved. The customer stated that the location of the damage at the battery side and at the back side of the pump. No further patient complications were reported. The customer was instructed to discontinue device use and revert to the backup plan per health care professional instructions. The product return required for mmt-1781k and the customer agreed to return the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarms noted during testing. Unit successfully downloaded to thump. Pump was cut to perform visual inspection and found no moisture damage on the pcba 1, pcba 2, force sensor and motor home switch. Confirmed pump alarmed insulin flow blocked alarm on 02/01/2025: 17:48:20.000 basal, 18:47:50.000 basal, 19:06:00.000 basal, and 19:08:00.000 basal; in pump downloaded history. The p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case, scratched case, cracked keypad overlay, broken battery tube threads, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, keypad overlay texture damage, and label damage (serial number label fading and peeling). Unexpected insulin flow blocked alarm was not confirmed. Cosmetic damage was confirmed at the battery compartment. Unable to confirm high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.